Manufacturer narrative:
Product analysis #234636000: analysis information -- 2018-07-02 06:43:52 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.46, 0.51, & 0.50 lbs; withdrawal=0.54, 0.50, & 0.52 lbs.} if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the impossible to put the lead into the ins was thought that it might be a kind of membrane. It was later clarified that there was resistance. Another ins was used to resolve the impossible to put the lead into the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that it was impossible to put the lead into the implantable pulse generator (ipg). There was a report of some kind of membrane closing the opening and the opening was not open. The device was never implanted and would be returned. No further complications were reported/anticipated.